Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open bunionectomy, when closing skin, two sutures had broken needle. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.